Event description:
It was reported the device's atrial channel sensing threshold is out of tolerance (too low). When tested at 10 mv (millivolts), it was sensing at 7.3 mv. It is noted the lowest level acceptable is 7.5 mv. The device was returned for repair. There was no patient involvement indicated.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis could not confirm the reported event; it is noted the device failed one incoming functional test for atrial heartwire connector (plus) but passed a retest. Device passed visual inspection. (B)(4).